Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedances of greater than 125 ohms. Isometrics and pocket manipulation were performed with normal resulting impedances. The patient was seen for a revision procedure where the lead was explanted and replaced; the device remains in service. The lead is not expected to be returned. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. There were cuts and tears noted in the insulation; this was noted to have likely been due to the explant procedure. The helix was retracted; tissue was noted in the helix. The lead passed electrical testing; the lead was electrically continous.

Event description:
Subsequently the lead was returned for analysis.